Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving an e-1 message on her freestyle freedom lite meter and as a result of unspecified issue with her test strips, customer reported experiencing symptoms of sleepiness and disorientation. Customer was taken to a health care facility where she was being treated with novalog insulin medication. No diabetes-related diagnosis was reported. There was no report of death, serious injury or mistreatment associated with this event.